Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the ipg turned on by itself and the pt experienced a shock sensation all over. Reportedly the pt was unable to turn off the system with the programmer but was able to turn off the system with the magnet. The pt then reported the system continues to turn on w/o prompting. The sjm rep was able to disable the magnet mode. It was also reported the pt will have surgical intervention in the future to address a lead fracture issue.